Event description:
Pt had staph infection 2-3 months post-op which did not respond to conservative treatment. Therefore, the pt was revised and a cement spacer implanted.

Manufacturer narrative:
No product was returned. A search of the complaint database did not show any other reports against the reported product lot code. The investigation could not draw any conclusions about the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.